Event description:
It was reported that following a fall, the patient hit the implantable pulse generator (ipg) and broke 4 ribs. The site was found what looked like an injury or burn to the ipg site.

Event description:
It was reported that following a fall, the patient hit the implantable pulse generator (ipg) and broke 4 ribs. The site was found what looked like an injury or burn to the ipg site. Additional information was received that the patient was doing better, and no further information could be obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient had multiple falls. During the initial fall, the patient struck the implantable pulse generator (ipg) and fractured four ribs. The patient went to acute care but did not continue to follow-up. During the second fall, the patient bruised her sternum and the physician suspected fracture as well. The patient reported recently losing 15 pounds. The patient also indicated that the scs system was not working as well as it had in the past, so the device was reprogrammed. During the reprogramming appointment, the ipg site was observed to have an injury or burn which the patient indicates occurred during charging. Additional information was received that the patient was doing better, and no further information could be obtained.

Manufacturer narrative:
Correction to follow-up 1 MDR in blocks: b5, g4, h6 and h11. Additional pro codes: qrb.